Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.5 x 23 mm xience xpedition stent was successfully implanted, overlapping a stent previously implanted in 2012, in the mid left anterior descending (mlad) coronary artery. During a hospitalization in 2016 or 2017, angiography was performed and noted thrombosis in the xience xpedition stent. Balloon angioplasty was performed and medication was provided. Per the physician, the event was possibly related to the device. No additional information was provided.